Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed on the right ventricular lead. The lead was explanted and replaced. No further information was provided.